Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint was confirmed based on the returned device for evaluation. Metal impactor was returned for evaluation. As returned the tip fractured and some fractured portion was missing. Visual inspection identified some wear and tear. Review of the device history records identified no deviations or anomalies. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the impactor fractured during use. No impact to the surgery or patient was noted. No additional information is made available.